Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had a damaged ventricular connector setscrew block. The returned device indicated a damaged ventricular grommet with foreign material present. The returned device indicated a damaged, loose/detached ventricular set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician was unable to connect the lead to the implantable pulse generator (ipg) due to a setscrew issue. The ipg was not used and another ipg was implanted. No patient complications have been reported as a result of this event.